Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The customer verified instrument performance by performing a passing fifteen (15) replicate precision run and passing system check. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 result was due to sample integrity. The customer noted fibrin in the patient sample.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results for one (1) patient on the unicel dxi 600access immunoassay system (serial number (B)(4)). The customer repeat tested the sample on the same unicel dxi 600 access immunoassay system and obtained lower results, above the normal reference range of the assay. The customer inspected the sample and noted fibrin in the sample. After removing the fibrin from the patient sample, the customer repeat tested the sample on the same unicel dxi 600 access immunoassay system and an alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) and obtained results within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was a report of change to patient treatment as the patient was admitted to the hospital and monitored. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration, access accutni+3 precision run and system check, were within assay and instrument specifications. Samples are collected in becton dickinson (bd) rapid serum tubes. Samples are centrifuged at 5100 revolutions per minute (rpm) for five (5) minutes at room temperature. The customer noted fibrin in the sample.